Event description:
Rptr is an 83-yr-old man who was forced to sign a contract to buy two hearing aides for $3,300.00. He never wanted the aids and he does not need them but the hearing aids specialist that sold him the aids will not return his money. Rptr said he was forced to sign a contract that stated he waived all FDA regulations. He has not gotten the aids fitted to date. The firm was visited. Investigation: firm does not MFR the hearing aid. Allegations were determined to be true.